Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During hemostasis on an unspecified therapeutic procedure, when the loaded clip was manipulated for clipping, the clip part disintegrated and fell off into the stomach. The clip falling off inside the body could not be retrieved. There was no indication that a medical intervention was done to retrieve the clip.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the clip dislodgement occurred due to the hook of the rotational clip device being extended too far, coming into contact with the tissue inside the body. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.